Event description:
The customer alleged that they had three patients who had upper endoscopy with the same physician. All three patients presented with the same issue of uvulitis. The first of the three patients is a male and experienced the uvulitis in 2009. The patient reported to an ent physician and was told that he had uvulitis and it was from a chemical burn. The nurse called the patient 2 days later for post procedure follow-up and the customer reported to the nurse he had a sore throat. The nurse asked the patient to gargle with salt water and if it persists to contact his physician. The treatment for the patient was medrol dose pack and that the physician has not heard back from the patient so he is assuming that all is well. The customer reported that they have never had any staining when using the opa. The ent physician advised that they rinse the end of the scope off with plain water to assure that there is no chemical left on the scope. Since they do the alcohol flush last, they wipe the scope off before using on the patient. They have had no reported issues with any other physician.

Manufacturer narrative:
Asp investigation summary: the investigation included service history review, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. A review of the service history record for six months prior to this issue, from (B)(6) 2009, shows no similar issues involving human reactions to the patients from using the scope that was reprocessed in the aer unit. In addition, a review of the overall service history shows three (3) similar scope connector issues causing residual fluid to appear on the scope or within the scope. All three issues were reported on the same day in (B)(6) 2009. The fmea (failure mode and effects analysis) was reviewed and the risk priority numbers due to failures to the aer unit for related failure modes is below 100 and is considered low risk for this unit. An assessment of the cidex opa solution fmea revealed the rpn (risk priority number) for chemical burn to be above a threshold of 100. The cidex opa solution/disopa shuma (system hazard and user misuse analysis) was reviewed and it was determined that the risks associated with cidex exposure are all category I and is moderate. The hhe (health hazard evaluation)was completed and the risk associated with such failures was found to be low. A CAPA (corrective and preventive action plan) addresses the potential causes of residual fluid in scope models (fujinon, pentax, olympus) processed with asp aer system. The root cause for residual fluid to accumulate in endoscopes is due to improper scope connection practices by the operator of the aer unit. This causes human reactions to the patient when used during procedures. The customer was provided with all related fujinon scope diagrams to use as a reference guide during scope connection process. The presence of residual fluid due to improper scope connection practices of the aer operators causes chemical burns. The aer unit was serviced for proper functioning. The unit meets manufacturer¿s specifications. The issue has been addressed and no further actions are required.

Manufacturer narrative:
Reference mdrs: 2150060-2009-00118 and 2150060-2009-00119.